Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: reportedly there is no arrow on the zero-p va implant and the plate is disconnected. There was no part remaining implanted in the patient, delay of surgery -20% and no adverse effect was reported. The event did not require further treatment. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The device history record of the zero-p va in question was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The function test has shown that the implant can be assembled and disassembled as required. Also it stays in position after assembling and can just be removed with effort. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. The exact cause of this occurrence can not be defined. It is possible that bending and/or rotational forces were applied onto the implant holder during the insertion, which can lead to a separation. The missing arrow was introduced in march 2011 during a design adaptation. This zero-p va was manufactured previously and does not have this feature therefore. Placeholder.